Event description:
During a dialysis treatment, a broken blood rotor spring was found. There was no pt injury or medical intervention.

Manufacturer narrative:
Test procedure followed: qara 146 section 9.0, revision: g. Mfg specifications tested to (if not clearly established in test procedure): visual. Test results/analysis and any data recorded: ther returned blood rotor was visually inspected and confirmed that one of the springs on the rotor were broken. Upon disassembly of rotor it was noticed that one of the springs broke in half.